Manufacturer narrative:
The device was received for evaluation. During evaluation, it was found that the soft keys were not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the soft keys not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device soft keys were not functioning. No additional information is available.